Event description:
It was reported that during a sigmoidectomy procedure, jamming occurred and the clip fell out from the jaw. Another device was used to complete the case. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent: 07/01/2008. Information anticipated, but unavailable at this time.